Event description:
It was reported that the bladder in a small volume infusor ruptured during filling with fluorouracil (non-baxter product), after first filling it with saline solution (non-baxter product). The bladder was being manually filled using a syringe. No additional information is available.

Manufacturer narrative:
(B)(4). There was no patient involvement. The reporter stated that the device was in direct sunlight. The bladder was not in a footed position or detached from the stressmember. The device had been filled per baxter labeling, although it was unknown how quickly it was filled. The reporter stated that the pump had not been laid sideways and had not received any impact or shock. This lot was manufactured between september 23, 2013 ¿ september 24, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed. One sample was received at the plant for evaluation. Visual inspection of the unit noted a ruptured bladder. Microscopic inspection found markings located on the exterior surface of the bladder near the rupture line. No other test was performed. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.